Manufacturer narrative:
During the evaluation, additional issues were identified: the amount of air and water supplied was insufficient due to clogging of the air and water nozzle due to handling; the objective lens is cracked; the curved rubber bond is cracked; the draining function was reduced; the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of the normal state due to the elongation of the angle wire; the forceps plug cap had been scraped off; and scratches were found at multiple locations on the device. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and same device. However, a similar complaint, (B)(6), was initiated by another facility for the same device. Conclusion: the root cause could not be identified. However, from the acquired information, it is unclear whether the reprocess was carried out according to the IFU, so the cause of the residual foreign matter could not be identified. The event can be detected or prevented according to the following ifus. Operation manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection describes the detection method. Operation manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
During a standard inspection of a customer returned asset, the evis lucera gastrointestinal videoscope had a foreign object in the nozzle. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.